Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2016 the patient reported a rash under the therapy electrode pads. During a follow up on (B)(6) 2016 the patient reported that his dermatologist gave him an ointment and that the irritation was improving.